Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump delivered a 7-unit bolus while she was asleep; when she woke up her blood glucose was 50 mg/dl. The low blood glucose continued all night long and her blood glucose decreased to 30 mg/dl at one point. The customer was shaking, sweating, and confused. The customer treated with a bottle of soda and crackers. Troubleshooting was initiated for the delivery anomaly. The bolus was properly recorded in the bolus history. The customer was advised that the insulin pump was working as designed, but the customer did not agree. The customer was advised that the bolus occurred due to accidental button press. However, the insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and error test. No bolus anomaly noted during our testing. All operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.